Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused during patient infusion. The expected infusion time was 48 hours; however, the device was disconnected after approximately 60 hours of infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.